Event description:
It was reported to boston scientific corporation on december 04, 2008, that a prolieve thermodilatation system was to be used for a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, the prolieve console's cartridge appeared not to be filling. Although the unit displayed a "full" cartridge, there was no water in the unit. In addition, a "burn smell" was noted, possibly from the back of the console, however, there was no smoke observed. There was no patient involvement.

Manufacturer narrative:
The device has not been received for evaluation, therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental medwatch will be filed.